Event description:
The customer reported that the radiation dose was too high. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dose was lowered and a collimator calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence (aro).